Manufacturer narrative:
The account declined to repair the bed.

Event description:
The account alleged the head down does not work unless he swaps the head and knee cables around and then, the knee will run the head down.